Event description:
A nurse from an orthopedic facility called to report that a pt received her first orthovisc injection in her right knee on (B)(6) 2012. That night pt had a fever. She returned to the doctor's office on (B)(6) 2012 with a moderate swelling to the knee and a fever of 99.2 degree fahrenheit. The doctor aspirated 30-40 cc of cloudy fluid and sent her to the hospital. Results from the fluid were shown to be (B)(6). Gram positive (B)(6) were also present. Her protein levels were evaluated and glucose was 52. F/u (B)(6) 2012. Pt had irrigation and debridement done on her knee and an infectious disease doctor was consulted. Pt was placed on vancomycin in the hospital and a port was implanted for home treatment. F/u (B)(4) 2012: pt followed up with her orthopedic doctor and was given the okay to start physical therapy. F/u (B)(6) 2012: another f/u with her orthopedic doctor and found the pt temp to be of 101 degrees fahrenheit. Pt was informed to continue with her physical therapy and see her infectious disease doctor. F/u (B)(6) 2012: pt's infectious disease doctor removed the IV from her arm. Her range of motion is still a problem. F/u (B)(6) 2012: a dyna splint was ordered for the pt. F/u (B)(6) 2012: pt still has swelling in the knee and limited range of motion. Facility still has two vials of the product and would like it tested. F/u (B)(6) 2012: (B)(6) from the doctor's office confirmed the above mentioned info and started that the doctor cannot pin point the exact cause of the infection but thinks it could possibly be from the skin. The institution does not use maracaine or lydocaine for prep, but uses a topical spray and iodine, then the surgeon injects the product. The pt has not had any recent dental work done. F/u (B)(6) 2012 manufacturer contacted the pt for a f/u per the pt's request. Pt stated that she is still experiencing pain and arthropathy. Pt stated that she started physical therapy on (B)(6) 2012. Pt confirmed the above mentioned events and treatment received and stated the fever has been on and off since the injection but currently has no fever. Pt would like the product returned for testing and to be informed of the results. The next f/u appointment is scheduled for (B)(6) 2012.

Manufacturer narrative:
The device has not been returned yet and the lot number is unk at this time.